Event description:
It was reported that a device was explanted due to normal battery depletion, and this implantable cardioverter defibrillator (ICD) was planned to be used as replacement. After explanting the old device, this ICD was interrogated prior to implant and a red screen appeared, indicating this ICD triggered safety mode. Another device was required to complete the replacement procedure. No additional adverse patient effects were reported. The ICD was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that a device was explanted due to normal battery depletion, and this implantable cardioverter defibrillator (ICD) was planned to be used as replacement. After explanting the old device, this ICD was interrogated prior to implant and a red screen appeared, indicating this ICD triggered safety mode. Another device was required to complete the replacement procedure. No additional adverse patient effects were reported. The ICD is expected to be returned for analysis.